Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was known that the station was on disconnected mode. A field service engineer confirmed that the machine had resumed operation, and it was functioning correctly. The system functioned as intended after the station came back online.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was in disconnected mode and could not be recovered. The customer stated this malfunction occurred when the user was trying to issue medication to the patient and confirmed that there was no delay in patient care or harm to the patient. There were no adverse events or injuries reported based on this event.